Event description:
It was reported that the patient had an infection that was treated with approximately 6 months of IV antibiotics. The patient had multiple back surgeries post-implantation, including a l3-l5 left-sided x-lifts in (B)(6)-2006, a "redo fusion" in (B)(6)-2007, and at some point an l5-s1 axial lift. It was also found that one of the device leads was herniating out of an x-lift incision. The patient had the device system and pedicle screws removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Implant date: 2004. Product ID neu_unknown_lead lot# serial# implanted: explanted: product type lead. (B)(4).